Manufacturer narrative:
H.6. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown.

Event description:
It was reported that an unspecified number of bd nexiva dual port 22ga 1.00in (0.9 mm x 25 mm) experienced a broken safety mechanism which was noted during use. The following information was provided by the initial reporter: material no.: 383532 batch no.: unknown. Complaint 2 of 4. Chief complaint is that the needle will not withdraw from the catheter or the needle will not disconnect from the base of the IV. Here are our responses: how many times has the reported issue occurred and on what date(s)? 6/19/19.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of bd nexiva dual port 22ga 1.00in (0.9 mm x 25 mm) experienced a broken safety mechanism which was noted during use. The following information was provided by the initial reporter: material no.: 383532. Batch no.: unknown. Complaint 2 of 4. Chief complaint is that the needle will not withdraw from the catheter or the needle will not disconnect from the base of the IV. Here are our responses: how many times has the reported issue occurred and on what date(s)? (B)(6) 2019.